Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Event description:
On (B)(6) 2013, it was reported that the up button on the pt's infusion device was not functioning and the soft rubber component of the button had broken away. The pt stated that she could not program a bolus without the use of the up button. She went to the hospital and was advised to switch to her back-up infusion device. The pt did not receive any treatment at the hospital. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons passed the functional investigation successfully and comply with the specifications.